Event description:
It was reported that during a clinical trial cystectomy (eng_2020_03) the patient experienced a paralytic ileus. Relationship to study device: possibly related. The paralytic ileus required drug therapy. It has been resolved.

Manufacturer narrative:
(B)(4). Batch #: unknown . Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: why does the surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in this study? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 9/13/2022. Additional information was requested and the following was obtained: adverse event term: paralytic ileus. Relationship to study device: value "possibly related" has been changed to "not related" upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.